Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was beeping and when interrogated, displayed a fault code 07 which may indicate random access memory (ram) failure.